Event description:
The manufacturer received information alleging the patient wakes up in the morning with black particles in their mouth. The patient reports experiencing congestion in their sinuses, chest, and has a productive cough after using the device. The patient reports medical intervention and the physician recommended that they stop using the device. The patient reports cleaning accessories with hot water three times weekly and changes filters once monthly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.